Manufacturer narrative:
System analysis/service repair: the reported error message "712" was verified, it was determined to be due to a faulty resonator and q-switch driver. Resonator and q-switch driver were replaced. Laser was tested and verified to meet specification.

Event description:
It was reported that during a prostate procedure, error message 712 occurred. Error message occurred before start of surgery with patient under anesthesia."turn on the machine for surgery, repeat problem 712 happened." The procedure was completed with turp. Patient outcome: "patient condition was ok."

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. System analysis/ service repair in the field was performed on april 27, 2016. The replaced resonator s/n (B)(4) and q-switch driver s/n (B)(4) was received at the manufacturer on may 04, 2016.

Manufacturer narrative:
System analysis/ service repair in the field was performed on april 27, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on may 04, 2016. Product evaluation: the resonator s/n (B)(4) evaluation was completed on june 14, 2016 and noted no damage on crate and no external damage on the resonator. It was noted q-switch had high swr; x-y q-switch; diode wavelength was shifted to 807.42nm with multiple peaks; diode base plate was down revision; both lbos were moisture damaged; output coupler was burnt; no esd board; coupler cover and coupler cable assembly were down revision. The diode; q-switch with mount, oc optic with plate; diode base plate; coupler cover and coupler cable assembly and desiccant were replaced. Esd board was added as well. The resonator was realigned and a new test report was completed. Probable root cause: based on the fa report, the root cause was determined as components worn out due to usage.